Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty in 1997 and a revision procedure (B)(6) 2012 due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates that the initial procedure occurred on (B)(6) 1997. Revision operative report noted poly wear, synovitis and scar tissue during the procedure. The modular head, acetabular cup and liner were removed and replaced with a competitor cup and liner and a biomet head.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty in 1997 and a revision procedure (B)(6) 2012 due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.